Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
A stryker core micro drill was sent in for repair due to overheating during a procedure. No adverse consequence was reported; another device was used to complete the procedure without any procedure delay.